Event description:
It was further reported that the pt was enrolled in the program in mar 2004. Target lesion 1 was identified in the lad with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placment of a 3.0 x 32 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the proximal lad with 65% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt expired at home 2 mos later (48 days post enrollment). Death certificate notes cardiomyopathy, ischemic as the immediate cause of death. An autopsy was not performed. In the opinion of the physician, the relationship of the event to the target vessel involved is "unk."

Event description:
Same case as MFR# 6000093-2004-01266. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 80% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 32 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the proximal lad with 65% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. The morning after the procedure, the pt's cardiac enzymes met guideline criteria for mi. The pt developed acute respiratory distress with evidence of pulmonary edema and was diuresed successfully. The pt was discharged three days later on plavix and asa. Causality: relationship to taxus stent: unknown. In 09/2004, it was further reported that the pt expired in 05/2004.